Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Upon checking the s-ICD t-wave oversensing was confirmed. The physician wanted to change the sensing vector where no oversensing was seen. Subsequently, approximately two and a half years later the patient received another inappropriate shock in the secondary sensing vector due to t-wave oversensing. Exercise testing was performed but the primary and alternate sensing vectors showed t-wave oversensing during rate elevation and the secondary sensing vector showed t-wave oversensing during recovery. A replacement to a transvenous system was considered. Additional information noted that this patient received another inappropriate shock due to t wave oversensing in the alternate sensing vector. Exercise testing was performed and not able to reproduce the elevated t wave. The sensing vector was changed to primary and the patient will continue to be monitored. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Upon checking the s-ICD t-wave oversensing was confirmed. The physician wanted to change the sensing vector where no oversensing was seen. Subsequently, approximately two and a half years later the patient received another inappropriate shock in the secondary sensing vector due to t-wave oversensing. Exercise testing was performed but the primary and alternate sensing vectors showed t-wave oversensing during rate elevation and the secondary sensing vector showed t-wave oversensing during recovery. A replacement to a transvenous system was considered. Additional information noted that this patient received another inappropriate shock due to t wave oversensing in the alternate sensing vector. Exercise testing was performed and not able to reproduce the elevated t wave. No additional adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. Upon checking the s-ICD t-wave oversensing was confirmed. The physician wanted to change the sensing vector where no oversensing was seen. Subsequently, approximately two and a half years later the patient received another inappropriate shock in the secondary sensing vector due to t-wave oversensing. Exercise testing was performed but the primary and alternate sensing vectors showed t-wave oversensing during rate elevation and the secondary sensing vector showed t-wave oversensing during recovery. A replacement to a transvenous system was considered. No adverse patient effects were reported. The deice remains implanted.